Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found however, the visual inspection of thelead revealed the distal defib conductor was distorted and there was inifltration into the lead of blood/body fluid.

Event description:
It was reported during the implant procedure that the lead had high threshold and impedance at implant attempt. The lead was not implanted. No patient complications have been reported as a result of this event.